Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). No treatment was provided due to customer's bg being "back in normal range" once customer was seen. Customer was released from the ER a couple of hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.